Event description:
The pt had two leads (from the same lot). It was reported, the pt had an infection at the lead incision site. As a result, the doctor decided to explant the pt's scs system. The pt is treating the infection with oral antibiotics and is doing well. The pt will be monitored closely.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.